Event description:
It was reported that the patient's device was prophylactically removed to avoid in-vivo battery depletion. It was stated that there was no patient injury. The drug used in the pump was lioresal.

Manufacturer narrative:
(B)(4).